Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the saphenous vein graft to the left anterior descending artery. A 4.00 x 38 synergy drug-eluting stent was advanced to treat the very diseased target lesion. However, as the device was pushed, the stent delivery system broke in two. The device was completely removed from the patient's body with no injury to the patient.